Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Concomitant products: mentor smooth round moderate profile 275cc saline breast prosthesis, catalog #3501640, unknown lot number and unknown serial number. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 275cc saline breast prosthesis developed capsular contracture (baker grade unknown) in her left breast. The patient reported that her left breast is swollen, hard, and painful. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.